Manufacturer narrative:
The technician found the caster was worn. He replaced the left foot brake caster to repair the bed.

Event description:
Information received indicates the left foot brake caster ratchets when the stretcher has pressure applied from side and the brake is engaged.